Event description:
It was reported that bd nexiva diffusics hub was cracked and leaked. The following information was provided by the initial reporter: date of incident: 2025-04-30 level of harm: no apparent harm. Incident details: patient was receiving chemotherapy started. Using a diffusics closed IV catheter system 22g 1.00in. Patient went to the bathroom and when she exited the bathroom, she noticed that blood was backing up in the IV line and it was leaking blood from the connection site. IV line clamped and spill contained. Line tightened with no relief of the leak. It was discovered that the diffusic connector was cracked lengthways down the light blue end. IV had to be discontinued and restarted. Treatment completed without further event.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 used physical sample submitted for evaluation. The reported issue of adapter / connector defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that under magnification the defect reported was not observed. Because the customer also mentioned leaking from the connection site, a leak test was performed and no defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.